Event description:
Procedure type: whipple. According to the reporter: the firing actions were smooth and no weird sound was observed. However, he found that the staple lines for both loadings were not secured, most of the staples were malformed. Bleeding along the staple lines was found. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).